Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 28 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from distal end of stent lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 29x2.25mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.25x28mm synergy drug-eluting stent was advanced for treatment. However, the tip of the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 29x2.25mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.25x28mm synergy drug-eluting stent was advanced for treatment. However, the tip of the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.